Event description:
It was reported by service report that the plastic pivot on the fowler gas rod release handle was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler release handle assembly.